Manufacturer narrative:
(B)(6).

Event description:
The customer complained of an issue with their coaguchek xs meter serial number was (B)(4) that may impact the interpretation of their results. The customer initially stated that their meter would not turn on. After cleaning the battery compartment the customer believed the meter was functioning properly. After a few days, the customer stated the meter would not stay powered on and kept resetting. The customer performed a display check and missing segments were noted. The missing segments could affect the interpretation of results. There was no allegation of erroneous results or an adverse event. There was no information provided to reasonably suggest that there was any actual misinterpretation of results. The meter was requested to be returned for investigation.

Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s controller was found to be contaminated from battery leakage or corrosion. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer. There was no malfunction of the device.